Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an implant on (B)(6) 2020. On (B)(6) 2020 the patient experienced multiple syncopal episodes. The device was interrogated and loss of ventricular capture and dislodgement was confirmed. The patient believed the dislodgement may have been due to the use of his only functioning left arm on the same side as his pacemaker. The right ventricular lead was repositioned (B)(6) 2020 and remained installed. The patient was stable.